Manufacturer narrative:
The event was confirmed. Medical review indicated that baseplate only cementation is the principal root cause of failure, a procedure-related factor only with minor secondary contribution by the patient overweight condition. No further investigation is possible at this time. If product details and additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via FDA maude report number mw 5055985: need to wear knee brace for support. Had both knees replaced in 2010. Within one year, right knee needed to be replaced because of cement failure. During the revision, the cement set up too fast. The doctor hammered the stump in, so I have x-rays and doctor reports showing loosening. The stump was never tight in the socket as it should be. I can feel joint move as I walk. I need to wear a brace for support. Left knee is now also loosened up and needs to be replaced. The cement is designed to last 20 years as per doctor but doctor conveniently forgot to document on my medical report. Lawyer (B)(6) has all test and doctor's reports. (B)(6).this pi is for: left knee is now also loosened up and needs to be replaced. The cement is designed to last 20 years as per doctor. Doctor conveniently forgot to document on my medical report.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested however, the patient stated they had legal representation therefore, due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported via FDA maude report number mw5055985: need to wear knee brace for support. Had both knees replaced in 2010. Within one year, right knee needed to be replaced because of cement failure. During the revision, the cement set up too fast. The doctor hammered the stump in, so I have x-rays and doctor reports showing loosening. The stump was never tight in the socket as it should be. I can feel joint move as I walk. I need to wear a brace for support. Left knee is now also loosened up and needs to be replaced. The cement is designed to last 20 years as per doctor but doctor conveniently forgot to document on my medical report. Lawyer (B)(6) has all test and doctor's reports. (B)(6). This pi is for: left knee is now also loosened up and needs to be replaced. The cement is designed to last 20 years as per doctor. Doctor conveniently forgot to document on my medical report.